Event description:
The home patient (hp) was overfilling with fluid during day fill 1 of 1 using the homechoice cycler for apd therapy. The hp had previously filled volume of 2500mls, which remained in hp peritoneum until the start of apd therapy using the homechoice cycler. The hp started apd therapy but did not drain out the last fill volume during the initial drain as anticipated; the cycler advanced from the initial drain into day fill 1 of 1. The hp filled with 1924mls of the preprogrammed fill volume of 2500mls when hp suspected overfilliing. The hp contacted baxter operational support for assistance and placed the cycler into a manual drain until hp felt relieved, removing 2094mls of fluid. Afterwards, the hp bypassed into the next phase of apd therapy. The hp continued therapy to completion with no further difficulties and there was no patient injury or medical intervention.